Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps instrument 's tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. The grip tips broke but is still attached to the conductor wire so there were no missing pieces. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage may be attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. The instrument has been further evaluated and the initial failure analysis was partially confirmed. The instrument exhibits a broken molded insulator at the distal end, as part of the grip set. Inspection of the components found that the mold insulator is missing pieces approximately 1.3mm x 5mm and 1.2mm x 4.8mm. The pieces were not returned. Inspection of the metal portion of the grip found that on the broken grip, the molded material was present in the metal portion of the grip as expected. The root cause of the broken instrument molded insulator is typically attributed to mishandling/misuse. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument's tip was broken. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. No further information provided.